Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the hf sensor was observed for potential drift in the reading. The patient was scheduled for right heart catheterization for recalibrating the sensor. However the procedure was cancelled as the patient suffered a stroke over night. It was indicated the treatment may have delayed due to the discrepancy with readings. No additional information available at this time.